Event description:
Meter was giving inaccurate high results compared to the lab. Patient had gone to the hospital to do a meter to lab comparison. Patient did not receive any medical attention or treatment there. Prior to that, patient had performed "about 2 or 3 control soluction tests with those test strips and all tests had failed high outside the range. The meter to lab comparison was done within 10 minutes, with the meter result bing 177 mg/dl and the lab result being 143 mg/dl. Between the tests there was no intervention that would be expected to chaange the blood glucose. The test strips used in the comparison were the same used for the failed control solution tests. Those test strips were opened in 04/2004 had been stored correctly in the vial. After the meter to lab comparison was done, patient opened another vial of test strips from the same lot number box, and performed a control solution test with the new strips. That control solution test passed on the meter.